Manufacturer narrative:
On 21 march 2017 (B)(4), the manufacturer of the item involved in this case, provided the final report of the investigation reporting as follows: batch released on date: 30/06/2016. N. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. We have already received complaints for this code. Analyzing the picture, the drill got broken. We suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage. We don't need to received the instrument back for analysis as the picture provided clearly showed the issue. On 23 march 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use.

Event description:
While the surgeon was drilling, the drill bit broke. The surgeon did not need a secondary instrument. There was no delay in surgery and no fragments fell into the patient. The surgery was completed successfully.